Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
Patient had a cranial distractor implanted on (B)(6) 2017. The distractor broke sometime thereafter. A second surgery was completed to replace the broken device on (B)(6) 2017. Patient's mother reported that the patient played with the device frequently.

Manufacturer narrative:
An investigation was performed using visual and stereo microscopic inspection on the distractor returned. Process evaluation was also completed on the lot number provided. The stereo microscope investigation revealed tensile cracks. Further investigation determined that there was no indication of material or manufacturing defects observed. A review of the product device history files was performed based on the lot number provided. No discrepancies were found in this investigation. The results of the investigation have concluded the root cause for the device breaking was due to strain on the device which caused mechanical stress. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.